Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully download using thus for history files and trace files. The power management graph confirmed, the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Low battery alert occurred on 04/22/2024 13:47 and replace battery alert (04/22/2024 23:18) and replace battery now alarm (04/22/2024 23:49) and power loss alarm ((B)(6) 2024 03:41) in history file and were expected. Pump was cut open to perform visual inspection. And found evidence of moisture damage on the force sensor. The following were noted, during visual inspection: battery tube threads cracked, cracked case. P-cap was attached and locked into place properly. Unexpected battery power loss is not confirmed. Unable to confirm, high bgs during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported blood glucose value of 320 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-242a, mmt-332a, mmt-1780kl. Troubleshooting was performed and the customer received power loss alarm even after troubleshooting. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. The customer will discontinue the use of the device. Mmt-1780kl was requested and customer response was the device will be returned.